Event description:
It was reported that resistance was noted when the nurse removed the catheter and that the distal portion broke off in the patient. The physician is not clear if the catheter was kinked or inadvertently sutured. The proximal portion of the catheter was disposed. The physician does not expect to remove the catheter tip and will monitor the patient.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident was not available for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. It was reported that resistance was noted when the nurse removed the catheter and that the distal portion broke off in the patient. The physician is unclear if the catheter was kinked or inadvertently sutured. The proximal portion of the catheter was disposed. Physician does not expect to remove the catheter tip and will monitor the patient. Based on this information received, the technique used in the removal of the catheter may have contributed to the reported incident. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971 rev. B) and the directions for use (dfu 1304459, rev. C) contain a warning: "6. Do not suture through catheter to avoid catheter breakage during removal." It is worth noting that q-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.